Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed motor error and had a keypad anomaly. The customer¿s blood glucose level was 345 mg/dl at the time of the incident. The customer¿s mother reports the insulin pump was alarming motor error while they slept. They stated that the drive support cap was normal (slightly indented) and the insulin pump was not exposed to high magnetic fields. During troubleshooting the customer was unable to complete the rewind due to the pump alarm and the buttons not responding. The customer¿s mother confirmed the time advances on the insulin pump. The customer¿s mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm and unresponsive button due to blank display. Moisture damage keypad traces during visual inspection. The drive support disk was inspected and no anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.